Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the fiber tip break (reportable malfunction) was due to the fiber being mishandled during the return. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. In addition to the evaluation in the event, the connector end did not appear to have any visual physical defects and the proximal cap was on. There were no physical defects along the length of the fiber shaft. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus sales representative reported on behalf of the customer, the 200 micron single use fiber was discovered inoperative during a procedure. The fiber was plugged in without issue, when the physician attempted to fire the laser, an error message popped up, the subject device was unplugged and plugged back in, but the same message was displayed. A new fiber was inserted and there were no error codes when the laser was activated. The procedure was a therapeutic lithotripsy. There was delay in procedure for 2 minutes. There was no reported of patient harm associated with this event. During incoming inspection, it was determined the fiber tip was broken off. This medwatch is being submitted to capture the reportable malfunction found during evaluation.